Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons had a delayed response. There is no further information regarding the complaint at this time. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was intact. All of the keypad buttons responded appropriately. Evaluation revealed that there was contamination under all button contacts. Unrelated to the complaint, evaluation revealed vibration motor failure.